Event description:
A surgeon reports that following bilateral intraocular lens implant surgeries, a patient is complaining of severe glare and halos. The patient reports seeing seven circles around light sources in the evening. Her vision during the day and for reading is excellent with bcva and os of 20/20. The adaptation process was discussed with the surgeon during telephone follow-up. He has indicated that he is going to continue to monitor this patient and will let us know if there are any further developments. MDR # 1110421-2006-00352---eye #1. MDR # 1110421-2006-00353--eye2.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.